Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock resets consistent with the full depletion of both the internal and external batteries. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2000 at 16:48:03 through (B)(6) 2000 at 18:10:35, then additional data in which the time/clock was set to (B)(6) 2020 at 16:15:06. Prior to the clock being set, active clock corrupt alarms were captured from (B)(6) 2000 at 16:48:03 through 18:10:35. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Heartmate 3 lvas IFU is currently available. This IFU contains the following information: section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. The heartmate 3 lvas patient handbook was also currently available. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14mar2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient history of pump stops due to total power depletion covered under MFR report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: (B)(4). It was reported that upon patient controller interrogation, the vad coordinator saw frequent controller clock not set advisory alarms. The patient denied any events but had a history of prolonged pump stops. Technical services (ts) reviewed the log file and noted that the patient had completely depleted all power sources, including the emergency backup battery (ebb), at least 4 times. This caused the hm3 system to shut off as well as reset the date stamp. These events appear to have resolved once external power was reconnected. Technical services noted that patients who sleep on battery power are at risk for these types of events and recommended that the patient be reeducated for their safety. Although technical services reported that the backup battery did not engage during loss of power events, further review of the periodic log file revealed that the backup battery was engaged and provided power to the system during the 3 of the 4 power depletion events. During 1 of the 4 events the backup battery did engage but depleted and caused the hm3 system to shut down. It was additionally reported that the patient denied having any symptoms or recollection of the event. The patient is historically non-compliant and noted to be reckless with his heart failure treatment. He was scheduled to return to the clinic in early january, but wellness checks have been performed and the patient remains stable. The controller clock had been reset; however, resets each time the patient allows the controller to completely run out of power.